Event description:
Related manufacturer report number 3006705815-2022-18329. It was reported the patient experienced weakness in the left leg after their permanent implantation procedure. Patient was sent to the hospital for CT scan. Patient had epidural hematoma and surgical intervention was undertaken wherein the whole system was explanted on (B)(6) 2022.

Manufacturer narrative:
Date of event is estimated

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.